Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Based on our evaluation of the returned sample, the complaint is confirmed as the delivery pusher is broken. The root cause cannot be determined as the entire device is not available for return. However, there is evidence of the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of a right posterior communicating aneurysm, the delivery pusher broke at the distal end within the microcatheter. The proximal part of the pusher was removed from the microcatheter. The distal segment of the delivery pusher was pushed to the intended site by using guidewire and balloon to push the broken pusher from microcather. The patient was reported to be fine. No patient harm or injury was reported.